Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump exhibited "no cassette detected" alarm. No patient injury reported.

Manufacturer narrative:
Other text: additional information: h3, h6 and h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history record review. Visual and functional testing was performed. The labels are undamaged. The device was found in good condition, no physical damage was found on the pump. The event history log (ehl) shows "no disposable" messages. The customer reported issue could not be duplicated at time of investigation. No problems were found with the pump displaying "no disposable" (no cassette) messages when an undamaged cassette was properly attached to the pump. The pump was found to be operating properly and passed all tests. The cause of the reported event was not duplicated. The root cause remains undetermined., corrected data: correction d3.